Event description:
It was reported that an akreos adapt ao lens was explanted due to lens opacity approximately four years after implantation and replaced with a different model lens. Add'l info has been requested but has not been received.

Manufacturer narrative:
The lens has been requested but has not been received by b+l. Investigation of this complaint is in progress. A supplemental report will be submitted upon completion of the investigation.